Event description:
Approximately 15 months post index procedure, the patient experienced restenosis.

Manufacturer narrative:
Event: corrected from 3 months to 15 months.

Manufacturer narrative:
Adverse event/outcomes to adverse event: the patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical registry. Tests/laboratory data and dates: patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Report source: foreign- (B)(6) / study name: (B)(6), patient ID# (B)(6). PMA/510k: PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. Device evaluated by MFR: during the index procedure, the product worked as intended. The device was discarded, thus no product evaluation was performed. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, three stellarex catheters were used to treat the target lesion of the right proximal, mid, and distal sfa. Approximately 3 months post index procedure, the patient experienced restenosis. A successful revascularization of the target lesion was performed on (B)(6) 2018.